Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported that the handpiece sleeve (included in the infiniti pack), split in two at the aspiration step. Surgeon used some viscoelastic solution to remove the fragment that remained in the pt's eye. It was removed during the same surgery. No pt harm reported. Additional information was requested.